Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no visual indications of particulates within the cassette area, and there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is not confirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning and m21 invalid sensor readings warning during drain 0 of 3. After re-setting up, the pdrn performed a treatment on the cycler through a dummy tummy. The pdrn stated the cycler went through all the cycles without alarming but when they opened the cassette door fluid poured out. The fluid leak was discovered in step 9 of treatment complete. Fluid was found in both the pump module area and on the external portion of the cassette. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Additional information has bee requested, however to date has not been provided.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning and m21 invalid sensor readings warning during drain 0 of 3. After re-setting up, the pdrn performed a treatment on the cycler through a dummy tummy. The pdrn stated the cycler went through all the cycles without alarming but when they opened the cassette door fluid poured out. The fluid leak was discovered in step 9 of treatment complete. Fluid was found in both the pump module area and on the external portion of the cassette. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Additional information has bee requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.